Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the monitor did not pass incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There were no adverse events associated with the monitor malfunction. Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u723 component on the distribution node pca. The root cause for the defective u723 component could not be positively identified. There were no adverse events associated with the belt malfunction.